Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Upon evaluation with the design engineer it was determined that there was an alignment issue, which is evident by the bent tip. The other two parts that exhibited the pulled out appears to be to lack of hole prep which is indicated by the diligence log which states that the doctor had to drill additional holes into the patient. Dimensional evaluation of the 3 returned parts concluded that 2 were conforming and the third was conforming except for the bent tip. The bent tip is an indicator of misalignment. Also reading the diligence log the surgeon had to drill more holes which suggest the holes were not prep properly which would explain the pullout. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a hip scope procedure and during the procedure the suture anchors would not remain implanted, therefore, the surgeon drilled additional holes to complete the procedure.